Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the doctor took x-rays and gave the patient a script. The buzzing/stimulation sensation was not totally resolved, and the patient would be seeing their doctor on (B)(6) 2024. The patient saw the pa on (B)(6) 2024 and was prescribed medication. The patient went to the emergency room on (B)(6) 2024, the patient had an MRI of their spine, a CT scan, etc. The end result was that it was due to other medical issues.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that on wednesday they woke up and felt as though the stimulator was on even though it is off. Caller stated they tried turning all the amplitudes down to a lower degree but that didn't work. Caller then turned it off and brought it back up and shut it down even more but they still felt the stimulation. Caller added that their whole body is buzzing. Agent walked caller through ensuring that the stim is off. Caller confirmed that they are on group a at 0.0 and program 2 is at 1.0. Agent had caller switch to group b and c and caller confirmed that both groups are at 0 and they are still feeling the buzzing. Caller denied any falls or trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.